Event description:
The patient had a mickey button placed in the ed. The patient came back to the ed 3 days later because the button was leaking through the tube and it appears that the backstop valve is leaking fluid out. Patient's mickey button was replaced and patient tolerated procedure and was discharged.